Manufacturer narrative:
(B)(4)

Event description:
A home dialysis patient in (B)(6) had a dialysis treatment which included a revaclear 300 dialyzer. Following treatment the patient reportedly did not feel well.. The patient was hospitalized and blood work revealed a low hemoglobin of 50-60g/l and the presence of bite cells. The patient received a blood transfusion. The presence of bite cells is suggestive of hemolysis. The portable reverse osmosis water system was tested for chlorine which was negative. The presence of bite cells is suggestive of hemolysis. The cause of the hemolysis remains unknown. The dialyzer was discarded and not available for analysis therefore we cannot exclude that the dialyzer caused or contributed to the reported event of hemolysis.